Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump exhibited intermittent pressuresensor and force sensor errors. It was reported that that the occlusion reading was between "23 to 28 psi." Per reporter this was an out of box failure. No patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed an occurrence of a "force sensor test" error. Functional testing involved running the pump through the power up process as well as a force sensor test. Force sensor test error was found at power up and the pump failed the force sensor reading. The investigation determined that a combination of the force sensor and plunger cable not operating as intended was the cause of the reported issue. The force sensor and plunger cable were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump exhibited intermittent pressure sensor and force sensor errors. It was reported that the occlusion reading was between "23 to 28 psi." Per reporter this was an out of box failure. No adverse effects were reported.